Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during removal of the catheter, the tip was missing. Nurse stated there was no resistance putting the catheter in or removing the catheter. No intervention was performed to remove the catheter.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. For continued safe use of the epidural catheter, user should refer to IFU which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques."   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.